Manufacturer narrative:
D4 lot # is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that cleo infusion site ripped off with no alert. The event occurred while in use with patient. There was no patient injury.